Event description:
Healthcare professional reported "observed a spec on the implant." Surgery was completed with a back-up device.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with the work order were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found particle in shell (pp) this defect is considered according the qa199.01 is workmanship which is related to the reported complaint. Considering that there is not an adverse trend for this type of event (only for one complaint in june 2018), no additional actions are deemed required at this time. The issues with particle in shell will continue to be monitored and corrective action taken in the future if deemed appropriate.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: device appearance was observed black particle embedded on the shell, measurement 1.30mm. Based on the device analysis the final assessment is: during the analysis was observed a black particle embedded on the shell. This observation was identified as particle in shell (pp) this defect is considered according the qa199.01 is workmanship. No embedded particles > 0.3 mm in. Un-inflated shell. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown. This is a known potential adverse event addressed in the product labeling. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported "observed a spec on the implant." Surgery was completed with a back-up device.